Event description:
Cpi received info that this dexatip ventricular bipolar pacing lead (4262) had perforated the heart, and was pacing the diapharm. The physician elected to cut and cap the lead and leave it in place. They implanted a cpi (4285) lead.